Event description:
Customer was hospitalized due to dka. Prior to hospitalization customer was vomitting and had low pottassium levels. Troubleshooting performed, time off by one hour, no fixed prime was recorded in pump memory.